Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed several 'low battery' warnings on (B)(6) 2012. No alarms related to the compliant are noted in pump alarm history. A 'replace battery' alarm was recorded on (B)(6) 2012. The battery was never replaced causing pump to reboot. No damage was found to the returned battery cap or the battery compartment. The battery cap was found to tightly secure to the pump with no visible yellow o-ring. A battery cap function test was performed with no battery cap connection defects. The pump cover was removed with no evidence of internal moisture or damage to the power circuit. The battery cap was found to meet all specifications.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The patient alleged that after changing the battery that night, the pump kept rebooting and going back to the verify screen. A new battery cap did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.